Event description:
The customer reported receiving errc-7 (service error 759) message on her adc meter when attempting to test. As a result of being unable to test the customer further reported experiencing hypoglycemia, loss of consciousness and seizure. Customer self-treated with glucagon "shot" and (B)(6) to counteract the event. No third party intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4).

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. During troubleshooting it was revealed that the meter was not calibrated for use with glucose test strips. This prompted the errc 7 message to be displayed. The customer was educated by the customer service regarding the proper calibration technique.